Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly was found.

Event description:
It was reported that the patient called the hospital due to a patient notifier alarm. Upon interrogation, one instance of high ventricular impedance measurement was observed. Additional testing revealed all measurements within normal range. The device was reprogrammed. The patient notifier alerted a few days later. The lead was explanted and replaced.